Event description:
It was reported that the cpu board malfunctioned affecting either the foot end or the head end. It could not be confirmed which end was affected or which position it was stuck in. No adverse consequences reported.